Event description:
It was reported that the mobile power unit led was out of function. The patient was consistently on batteries.

Manufacturer narrative:
D4: the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu), serial number: (B)(6), light emitting diodes (leds) not functioning as expected was confirmed via evaluation. The mpu was evaluated at the european distribution center (edc), and once opened up, the cable responsible for powering the leds was disconnected. The cable was reconnected, preventative maintenance was performed, and the mpu was functionally tested. The unit passed all testing. The root cause of the leds not functioning was traced to an internal connection issue. The root cause of the internal connection issue could not be conclusively determined through this analysis. The relevant sections of the device history records for the heartmate mobile power unit (mpu), serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms. The heartmate 3 lvas IFU section 8, entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿equipment maintenance¿ explain how to properly care for the equipment, including the mpu. The heartmate 3 patient handbook section e, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvas. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.